Event description:
It was reported to boston scientific corporation in 2008 that a rapid exchange biliary stent system was used the day before. According to the complainant, when the guidewire was inserted and the contrast medium injected into the lumen, a leak was noted 20cm from the distal end. The device was kinked where the leak occurred. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.